Event description:
The customer reported a bulge in the silicone segment near the top of the set in the pumping segment. The event occurred in the emergency room. There was no report of pt harm; medical intervention was not required. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be rec'd.